Event description:
"CT" reports an event where a tubing separation occurred causing bubbles to enter into the system. The exact location of the separation on the line needs to be determined. Will fax questionniare to the facility. Sample is available. Estimated blood loss 250cc. No additional adverse effects to pt were noted.